Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer woke up with high blood glucose even though everything was done properly. It was reported that healthcare professional changed the settings a little bit. Troubleshooting could not be performed due to customer not being available with insulin pump.